Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) level ranged between 460-497 mg/dl and customer went to the ER. Customer received fluids and manual injections to address bg level. Reportedly, the customer changed pump supplies to resolve issue.